Event description:
Follow-up identified the patient's infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg site. Culture results confirmed the presence of bacteria. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 to explant the ipg. The patient is being treated for the infection; however, details are unknown.